Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product : d224trk, ICD, implanted (B)(6) 2011.

Event description:
It was reported that the right atrial lead was undersensing p waves; there was intermittent loss of sensing. The lead remains in use. No patient complications have been reported as a result of this event.